Manufacturer narrative:
The tandem user guide states"the t:slim x2 pump, dexcom g5, mobile transmitter, and dexcom g5, mobile sensor must be removed before magnetic resonance imaging (MRI), computed tomography (CT) scan, or diathermy treatment. Exposure to MRI, CT, or diathermy treatment can damage the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was wearing the pump during a magnetic resonance imaging scan. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Blood glucose level was 202 mg/dl.